Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947m62 lead implanted: 2012-(B)(6). (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic nerve stimulation. The left ventricular (lv) lead was turned off in 2012 following the implant procedure. It was further reported that a revision was done to reposition the lead. The lv lead remains in service. No patient complications have been reported as a result of this event.